Event description:
As reported by the study, within 30 days of percutaneous coronary intervention (pci), the pt had a non q-wave myocardial infarction. Angiography revealed probable small thrombus in the stent deployed in the proximal left anterior descending artery (lad). The pt's medication was adjusted. It was classified as unrelated to the device and highly probably related to the procedure.

Manufacturer narrative:
Pci was performed on a safian 1a bifurcation lesion in the proximal lad, the main branch (mb) and the 1st diagonal, the side branch (sb). In the mb, the 80% de novo lesion was 25mm in length in a 3.0mm vessel diameter. It was also characterized as eccentric, with little to no calcification and less than a 45-degree angulation. In the sb, the 60% de novo lesion was 10mm in length in a 2.5mm vessel diameter. It was also characterized as concentric, with little to no calcification, ostial and less than 45-degree angulation. Pre-dilation was done on both lesions with a 2.5x15mm balloon at 14 atmospheres (atm) before deploying a 3.0x28mm cypher stent at 16 atm in the mb and a 2.5x18mm cypher select stent at 14 atm in the sb by the crush technique. Post-dilation was done in the mb with a 3.0x15mm balloon at 20 atm. No kissing balloon was performed on either lesion. Residual diameter stenosis in the mb measured 0% in the mb. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure in both lesions, respectively. Intra-vascular ultrasound (ivus) was not done. Medications at baseline included aspirin, ticlopidine and ace-inhibitors. Intra-procedure medications included lasix, plasil and heparin (7,000 units). Post-procedure medications were aspirin and clopidogrel. When the pt was hospitalized with the non q-wave myocardial infarction, she was treated with aspirin, clopidogrel, endovenous nitrates and low molecular weight heparin (lmwh). She was also compliant with the anti-platelet regimen. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the reported event that were submitted under the following manufacturing numbers 9616099-2007-02104 and 9616099-2007-02106.